Manufacturer narrative:
Testing and investigation found the device touchscreen was not responsive when the keys were pressed. The probable cause was due to contamination on the device touchscreen. This was due to fluid ingress. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device touchscreen was not working. The device was returned to the biomedical department for an unspecified reason. No info was provided; therefore, specific info, pump programming, or event details were not available. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was available for clinical use. During testing at the user facility, the device touchscreen was found not to be working. No add'l info was provided.